Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 590 (mg/dl) and diabetic ketoacidosis. The cause of the elevated bg level was unknown. The contact requested a system check be performed. Review of the pump history with tandem technical support indicated that the customer received a low power alert and a low power alarm resulting in the pump shutting off while the customer was to loading a new cartridge. Insulin was not resumed until an hour later. A partial pump system check was performed and no device issue were identified. Although requested, additional information regarding this event was not provided.